Manufacturer narrative:
(B)(4). After further review, the results code was updated as only the power supply was replaced to correct the issue. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed. In initial report should have been: the technical support engineer recommended that the customer replace the power supply and have the field service engineer replace the breath delivery (bd) printed circuit board (pcb). The customer replaced the power supply and stated that the issue was corrected. The power supply was retuned for evaluation and the reported condition was confirmed.

Manufacturer narrative:
(B)(4). Correction made in the statement on follow up report 1: "the covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed' in initial report should have been: 'the technical support engineer recommended that the customer replace the power supply and have the field service engineer replace the breath delivery (bd) printed circuit board (pcb). The customer replaced the power supply and stated that the issue was corrected," was incorrect. Initial report statement: "the customer was advised to attempt to replace the power supply and then have a service engineer replace the breath delivery central processing unit printed circuit board. The customer stated that replacing the power supply resolved the issue," is correct.

Manufacturer narrative:
(B)(4). The customer was advised to attempt to replace the power supply and then have a service engineer replace the breath delivery central processing unit printed circuit board. The customer stated that replacing the power supply resolved the issue.

Event description:
It was reported that, during patient use, the ventilator stopped cycling. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.